Manufacturer narrative:
Additional information added to: e tab & g2 for health professional. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Upon visual inspection the service technician noted that they replaced l2 due to error code 242.4030. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the motor control board. A review of the device history record showed the device had a manufacture date of 31may2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Device received. Investigation results still pending. A follow up supplemental will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.